Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned tray confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tray was pulled off the shelf in the warehouse and was noticed to be cracked and delaminating. Product was not used at hospital.